Manufacturer narrative:
Correction number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has not used or charged her scs ipg in two years due to her pain improving. The patient met with her physician after attempting to use her system and it was confirmed her ipg was inoperable. Follow-up identified the patient underwent surgical intervention and her ipg was replaced with a non-rechargeable one. The issue has been resolved.